Manufacturer narrative:
This report is for one (1) drill bit ø1.5 l100/85 2flute, catalog number: 316.410, lot number unknown. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that art. No: 316.410: the visual inspection has shown that a part of both devices of the fluted tip section is broken off. The broken off shafts were not returned for evaluation only the two fluted tips. A device history record (DHR) review could not be performed for the affected device as the lot number is unknown. We only have limited information therefore we cannot determine the exact root cause. Too high applied torsional force would be most probably the root cause for the reported damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code used erl, hbe. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. This report is for one (1) unknown drill bit. Device is an instrument and is not implanted/explanted. (B)(6). (510k): unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the procedure on (B)(6) 2017, a surgeon requested a drill bit of 1.5mm size with length 12mm top to place a cortical screw of 2.0mm in the jaw with obligable direction. When surgeon removed the drill bit, it broke, leaving the fragments inside the patient's bone. It was also reported that two additional drill bits were involved and broke as well during the surgery. No other complications and prolongation of surgery reported. This complaint involves 2 parts. Reported concomitant device: screw (part: 212.820s, lot: unknown, quantity: 1). This report is 2 of 2 for (B)(4).